Event description:
FDA report explained that pt is having a problem with the shunt maintaining its setting.

Manufacturer narrative:
In an effort to obtain additional info about this report sent from the FDA this complaint is being closed out as a result of no response. Based on the lack of info and lack of product and or serial #, codman is not able to conduct a proper investigation. If additional info is provided or if the device is sent back, this complaint will be re-opened and investigated. Trends will be monitored for this and similar complaints.